Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the patient began experiencing flu-like symptoms on (B)(6) 2011 with vomiting. On the morning of (B)(6) 2011 his blood glucose was >500 mg/dl. He was brought to the hospital the evening of (B)(6) 2011 due to hyperglycemia. Upon admit his blood glucose was 835 mg/dl. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.